Event description:
Per the customer, the suction canister gave a result of zero although there is definitely blood in the canister, with a message result less accurate due to poor communication with server. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.